Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter was displaying an "er2" message. The medical surveillance specialist (mss) classified the following complaint based on the customer service representative (csr) documentation. The patient alleged that the product issue began on the evening of (B)(6), 2010 (exact time unspecified). The patient reportedly tested her blood glucose on the subject meter and was unable to obtain a result due to the alleged issue. The csr documented that the patient manages her diabetes with oral medications which the patient takes in the morning. The patient confirmed that she continued administering her usual dose of diabetes medications despite the alleged issue. Three days after the alleged issue began, the patient claimed that she was at work in the hospital when she became "dizzy, shaky, and found it hard to coordinate." The patient was reportedly assisted by a hospital paramedic who treated the patient with "lucozade and (B)(6)." The patient denied using any other meter to test her blood glucose. After the treatment, the patient was reportedly taken to the hospital's "a&e". No further details were provided on what occurred thereafter. During troubleshooting, the csr verified that the patient was using a correct testing process to test her blood glucose on the subject meter. The alleged error message did not occur when the subject meter power button was pressed. Per protocol, a replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of hypoglycemia, and received acute medical treatment from a health care provider after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.